Event description:
Customer reported that on (B)(6) 2014, the test did not start on his adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported feeling "sweaty and nauseated". In addition to having "a headache, chest pain and (his) mouth was dry". Customer self-presented to a local healthcare facility where a reading of 460 mg/dl was received using a hospital meter. Customer was diagnosed with hyperglycemia and was treated with insulin. No additional medical intervention was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The customer's meter has been returned and an investigation utilizing the returned meter and retained test strips has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.